Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was unable to be inserted. Therefore, an identical implant was used. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
The following report is submitted to relay additional information that was received: concomitant medical products: 110017126 g7 finned bm 4 hole shell 58g 3654277. The complaint sample was evaluated and the complaint was confirmed. Visual inspection found the outer radius of the liner to be in good overall condition with no signs of damage. The sidewall of the elevated portion of the liner is scratched. The barb shows signs of being roughed up in 1 location. The 1st and last scallop of the elevated portion exhibit an indentation that is consistent with coming in contact with the shell during impaction. This indentation was not observed on any other scallops. The rim of the liner was observed to have small puncture holes in 2 locations. All forms of damage are attributed to the attempts to implant the liner. Device history records for reported components identified and no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be identified. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.